Manufacturer narrative:
Initial reporter phone: (B)(6). A manufacturing record evaluation was performed for the finished device 00002122 number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Situation- at the end of the procedure, there was a defect in the hemostatic valve. Not return because there was infection after the procedure. Timing when complaints occurred was after the procedure. The issue was resolved depending on the timing of the end of the procedure. Hemostatic valve failure. The hemostatic valve was intact. ¿the procedure was completed without patient's consequence. Hemostatic valve separation is MDR-reportable.